Event description:
Ous MDR - it was reported that the patient received a shock while she was sleeping. The physician received an alert and arranged that the patient was hospitalized. A lead dislodgement was noticed and a reposition was scheduled for the same day. The date of implant was not provided but it was stated that this lead had been in use for 14 days. The lead remains in the patient.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.